Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4).lot/serial# (B)(4):UDI (B)(4). Additional devices implanted and/or related to this event: pxc201400/(B)(4), pxc141000/(B)(4), pxa320400/(B)(4), pxa280300/(B)(4) and pxa280300/(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion. (B)(4).

Event description:
On (B)(6) 2012, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2017, the patient presented with a 6 cm abdominal aortic aneurysm with acute onset of back pain and abdominal pain. Computed tomography images revealed the previously implanted endograft had slipped (migrated) and the abdominal aortic aneurysm had ruptured. The physician reintervened and explanted the gore® excluder® aaa endoprostheses and surgically repaired the aorta with a surgical graft. The aneurysm was proximal to the renal arteries. The patient tolerated the procedure.